Manufacturer narrative:
(B)(4). A maquet service technician investigated the device and verified the reported problem. The cardioplegia valve was replaced. The unit was run for over an hour, increasing and decreasing the temperature. All operations were satisfactory. The device was returned to service. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).

Event description:
Please refer to importer report#: (B)(4).